Event description:
Customer reported the unit is emitting an odd smell and workers complained of itchy throat, burning eyes, and headache. The symptoms cease when the workers leave the room and the workers did not receive medical attention.